Manufacturer narrative:
Complete information for correction/removal number: 3002809144-09/18/19-008-c. After further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4), in suspect medical device of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. In the previously submitted MDR, the customer initially stated the issue they had experienced may be related to a prior product correction, fa07mar2019, which addressed the potential for incomplete dispense of trigger or pre-trigger solution with use of level sensor, bulk solution list number 04s68-01. Field service confirmed this issue was not related to the prior field action (fa07mar2019) as the trigger and pre-trigger level sensor, bulk solution in use was list number 04s68-02, not 04s68-01, which was the subject of the previous field action. Cracked trigger and pre-trigger level sensors (ln 04s68-02) were observed during inspection of alinity serial number (B)(4) by our field service personnel and were replaced with another level sensor list number 04s68-02 to resolve the issue. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer reported that on (B)(6) 2019 they are unable to report any results as all tests are going to exceptions on the alinity I analyzer with background and read errors. The customer states the issue has been intermittent since (B)(6) 2019 and they believe this is related to product correction fa07mar2019 regarding low rlu values. The analyzer was taken out of service on (B)(6) 2019, and all results since (B)(6) 2019 will be reviewed as a precaution. The customer reported falsely depressed results for alinity hs troponin, tsh, fsh, lh, prolactin, and b-hcg while using the alinity I processing module. The following troponin results were provided: (B)(6) on (B)(6) 2019, 26 = 0 ng/l / retested = 1475ng/l; (B)(6) = 0 ng/l / 422ng/l; (B)(6) = 0 ng/l / 75ng/l: (B)(6) on (B)(6) 2019 = 0 ng/l / 357ng/l; (B)(6) = 0 ng/l / 946ng/l. The tsh result provided: (B)(6) on (B)(6) 2019 = 2 / retested on (B)(6) 2019 = 34miu/l. The fse result provided: sid unknown= <0.5; lh = <0.5, prolactin =< 17.22, and b-hcg <2.3 with 8 repeated on (B)(6) 2019 and results were similar. Additionally, the customer also reported falsely elevated results for alinity cortisol and homocysteine. The cortisol result provided = > 1667 / retested and corrected to 576 and the homocysteine result = >50. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier - multiple = (B)(6).

Event description:
The customer reported that on (B)(6) 2019 they are unable to report any results as all tests are going to exceptions on the alinity I analyzer with background and read errors. The customer states the issue has been intermittent since (B)(6) 2019 and they believe this is related to product correction fa07mar2019 regarding low rlu values. The analyzer was taken out of service on (B)(6) 2019, and all results since (B)(6) 2019 will be reviewed as a precaution. The customer reported falsely depressed results for alinity hs troponin and tsh. The following troponin results were provided: sid (B)(6) on (B)(6) 2019 = 0 ng/l / retested = 1475ng/l; sid (B)(6) = 0 ng/l / 422ng/l; sid (B)(6) = 0 ng/l / 75ng/l: sid (B)(6) on (B)(6) 2019 =0 ng/l / 357ng/l; sid (B)(6) = 0 ng/l / 946ng/l, 9 have been corrected and 17 require review - with 13 of these being questionable. The tsh result provided: sid (B)(6) on (B)(6) 2019 = 2 / retested on (B)(6) 2019 = 34miu/l, 74 require review. The customer also reported falsely elevated results for alinity cortisol and homocysteine, but falsely depressed fsh, lh, prolactin, and b-hcg results. The cortisol result provided initial = > 1667 / retested and corrected to 576, 8 results require review; the fsh = <0.5, 4 results require review; the homocysteine = >50, 12 results require review; lh = <0.5, 3 results require review; prolactin =<17.22, 1 result requires review; and b-hcg = <2.3, 8 were repeated on (B)(6) 2019 and were similar, however, 129 results require review or patient recall to retest.